Event description:
The pt had no stimulation sensation. His physician turned the stimulation on the day before and it gradually lost intensity until the pt no longer felt it. The pt turned it back on and it faded again. The physician felt the situation was due to the device, but had no other info.

Manufacturer narrative:
(B) (4).